Manufacturer narrative:
Investigation discovered a tear on the exposed portion of the soft cannula. This small tear caused a leakage, diverting fluid to it and away from completing the fluid path. It could not be determined if the external tear could contribute to the pod failing to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 500 mg/dl while wearing the pod between 36 and 48 hours on the arm. For treatment, the patient changed out the pod for a new pod.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 500 mg/dl while wearing the pod between 36 and 48 hours on the arm. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
Investigation discovered a tear on the exposed portion of the soft cannula. This small tear caused a leakage, diverting fluid to it and away from completing the fluid path. It could not be determined if the external tear could contribute to the pod failing to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.